Event description:
It was reported the pump alarmed -no cassette- during the insertion of cassette in the pump and before the priming. The issue was resolved by changing to a new cassette. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.